Manufacturer narrative:
A ge service representative conducted an on site investigation. The spacer was removed from the fluoro functions board and the filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a filament regulator error message. No patient injury was reported.